Manufacturer narrative:
Inspection of the returned equipment found that a threaded stud had broken off the foot plate. The consequence of this is that the boot could separate from the traction unit. This could allow a patient's leg to fall, with a potential for a serious injury. More detailed inspection of the broken parts revealed a welding defect.

Event description:
The user reported that during a procedure to repair a hip fracture, while the traction was being adjusted, a loud pop was heard. The equipment was checked, and nothing looked unusual, so the procedure continued. Later, when the patient's foot was rotated, it would not hold position. When the user attempted to tighten the handle more, a screw came off the boot. No patient injury was noted. While the prior reduction could not be achieved, the procedure was completed without the traction device.